Event description:
It was reported to medtronic neurosurgery that the patient was not draining after having the valve implanted, and that it was revised and replaced with a new device. According to the report, the patient was draining fine following the procedure.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.